Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: the contrast button was under responsive. Contamination was found on all of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.